Event description:
It was reported that the anesthesia workstation had a leakage. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation into this complaint has been completed. The anesthesia system was investigated by our field service engineer. The reported leakage was reproduced and it was found that it was related to the patient cassette. The patient cassette was cleaned and thereafter installed in the system again and a successful system checkout was performed. No parts needed to be replaced. The patient cassette is the main interface for distributing gas to and from the patient and the expiratory flow measurement is performed by the patient cassette. Our conclusion is that the leakage most probable was caused by dirt or particles that had been stuck on the connections, seals or membranes in the patient cassette and thereby prevented them from sealing properly. This failure will be detected during system checkout.

Event description:
Manufacturer's reference #: (B)(4).